Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735994r, ubd: unknown, UDI#: unknown, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to the monitor displaying a "no video detected" message with a blue pop-up. A1102: applicable to the "no video detected" message. A0718: applicable to the system not fully shutting down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system experienced issues where, upon attempting to power down the unit through the software, the system did not fully shut down. The monitor remained on, displaying a "no video detected" message with a blue pop-up. Additionally, the internal network information, such as the mac address and firewall model, was not being detected, and all internal component firmware was listed as "unknown firmware." Troubleshooting steps included checking the stealthstation cart set up, confirming the system was set up as the correct system, and conducting a self-test which confirmed the internal network information (mac address, firewall model, etc.) And firmware issues. There was no patient involved.